Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that after a bilateral intraocular lenses (iols) implant surgery. She immediately experienced strong photophobia, inflammation and very bad quality of vision. The doctor told the consumer that time would solve the problem. The reporter informed that five months later, she was not able to see properly at medium distance, specially on the computer. The consumer tried to move the monitors (small and big) to different distances but she was only able to see at about 30 cms from the monitor. The consumer also informed that "she can not live with this symptom". She lost a few months of work, and now she can only use the computer in a very limited way. She tried glasses of various graduations but this did not help. Add'l info has been requested. There are two medical device reports being filed for this pt. This report is for the second eye.